Manufacturer narrative:
5 of 5 devices were returned for evaluation. Evaluation of 1 device found it to be within specification. Evaluation of 4 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 5 malfunction events where a midwest e pro handpiece would not hold burs. No injury resulted in any of the events.